Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The device was received with minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after customer was wearing the device in her sports bra. Customer's blood glucose was 122 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.